Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a knife trapped in track and was unable to retract. It was reported that the jaws of the device did not close and the device broke during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Inspect the instrument jaws prior to cleaning to ensure the blade is not deployed. Do not activate the instrument or cutting trigger while cleaning the jaws. Injury to operating room personnel may result. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's metal tip broke and jaws would not close. The device's jaws were difficult/impossible to close. Another device was used. There was no patient injury. Medtronic¿s initial evaluation of the incident device found the knife blade was displaced from the knife track and lodged between the jaws which prevented the knife from advancing forward or retracting back to its home position. The device's rotation knob, though functional rotated the shaft of the device at a much slower rate. Due to the positioning of the knife the jaws of the device were unable to open and close. Without the cord plug, no further investigation could be conducted.